Event description:
A patient reported experiencing inaccurate low results with a ss meter. The patient's blood glucose results were 5.3 mmol versus 8.4 mmol. Test were done within 10 minutes with a differece of 37%. Patient did not experience any adverse events. No further information has been reported.